Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018. With the following findings: during investigation, the battery compartment was found to be cracked from the threads to the case seal. Additionally, the display screen was found to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim/fading color spectrum. This report is made based on results of investigation completed on 28-feb-2018.